Event description:
Lap band placed at outside hospital. Device lot#, catalog # and exact date of implant unknown. Estimated the band was placed three years ago. Sudden onset of pain and patient presented to the ed. Pt informed that the gastric band was disconnected at that time. To or to remove fractured tubing and port approximately 5 months after ed visit.what was the original intended procedure?none.